Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's stepfather reported via phone call that the insulin pump alarmed a no delivery alarm during prime. Customer's blood glucose was 472 mg/dl. Customer's stepfather reported the alarm was resolved by a reservoir change. Customer's stepfather reported the alarm occurred during manual prime. Customer was advised that the reservoir will be replaced, customer agreed to return the reservoir for analysis.